Event description:
It was reported via repair work order that the head left siderail would not latch due to damaged siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.